Event description:
The intravascular ultrasound (ivus) catheter was used in a percutaneous coronary intervention (pci) procedure for post-ivus of a stent that had been implanted in a 50% stenosed lesion with moderate calcification and tortuosity located in the left main (lm)/left anterior descending (lad) artery. An angiogram showed that the tip of the ivus catheter broke but was not totally separated from the catheter. The ivus catheter was successfully retrieved and the procedure was completed with this device. No complications were reported, and pt status was reported as "stable".

Manufacturer narrative:
The device was disposed by the facility; therefore, a device eval cannot be performed.